Event description:
Account alleged that the ground loss led is flashing at the footboard. Account stated that there were no injuries.

Manufacturer narrative:
Technical support asked account to check power cord plug. Account found all plugs are intact. Account checked different outlets in their home and the issue remains. Account stated the house is over 60 yrs old and they are in process of remodeling it. Tech support explained how to check voltage at the outlet. Account is waiting on insurance approval for tech to be able to look at the bed.